Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose at the time of incident was found to be 31 mg/dl. The customer was treated with food, juice and tablets. It was unknown if the customer was using auto mode at the time of incident or not. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.